Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified obtuse marginal branch. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that it was difficult to cross the lesion, and when the tip was entered and ballooning was performed, the balloon ruptured at 4 atm. The procedure was completed with another of the same device. There were no complications reported.